Event description:
Internal cardiac defibrillator lead malfunctioned. Per op report: it was discovered that right ventricular lead was not functioning properly. It had extremely high and inconsistent pacing threshold since at least mid-(B)(6) as well as poor r-wave sensing. The lead was removed without issue or problems with hemostasis.